Event description:
It was reported that a device was used during a lap inguinal hernia. After introduction of this trocar, a little piece of white plastic 2mm/5mm was found in the abdomen (like a half moon). Opened another device to complete the case. There was no consequence to pt.